Event description:
The patient was revised for unknown reasons.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
It was reported that the patient had a revision on the asr right hip implant. The reason for the revision was alval/soft tissue reaction.

Manufacturer narrative:
(B)(4). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
It was reported that the patient had a revision on the asr right hip implant. The reason for the revision is unknown.

Event description:
The pt has been recommended for an asr revision. Specific details regarding the report are unk.